Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Main case tamper seal was intact. Plunger case tamper seal was intact. Top case was cracked at tube holders and handle mounting surface. System failure: force sensor bridge test error found in device's event history log. The technician performed power-on self test. The reported issue could not be duplicated during power on self test. The root cause for the reported issue could not be determine. The technician replaced force sensor for preventative purposes. Calibrated device and performed all functional tests which passed.

Event description:
It was reported that the system failure: force sensor bridge test error occurred. No patient injury was reported.